Event description:
During another follow-up, the device was interrogated, more episodes of oversensing were noted. The induction testing was cancelled, instead the device was reprogrammed and the issue resolved with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, several episodes of post-paced t-wave oversensing was noted on the right ventricular channel. The device was reprogrammed and the issue resolved with no adverse consequences to the patient.